Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that her initial surgery, at least one of the devices implanted has broken and needed to be removed. When she called the patient advocate at the hospital where her surgery was performed ((B)(6)), she was told that the device was made by smith & nephew. She was unclear on exactly which devices were used in her surgery, and which one(s) broke, but she is concerned that she is now having to go through multiple surgeries to repair her ankle.